Event description:
Related manufacturer report number 3006705815-2023-06352. It was reported that the patient was not receiving effective therapy from her leads. It was found that one of the leads had high impedances. It was also found that the other lead had migrated. In turn, surgical intervention was undertaken on (B)(6) 2023 wherein the high impedance lead was explanted and replaced, and the migrated lead was repositioned back to its original position. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.